Event description:
In 2008, the patient noticed that her stimulator wasn't working properly. During device impedance testing, it was discovered that electrode #1 was loose, frayed, or completely detached. Per the physician, the patient experienced a loss of therapeutic effect and emotional changes. A replacement of the lead was planned. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was not a 50 percent or greater symptom reduction. The cause of the event was determined and it was device related. It was noted that reprogramming was not needed. The patient's battery that was placed in 2007 had expired. It was reported that it was unknown how the patient was doing now.

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that she did well but then encountered some problems. After running impedance and trying to make adjustments we could determine she had compromised the lead. She was extremely active and in trying to figure what could have gone wrong she went on waterslides with her grandkids. In (B)(6) 2008 she noticed the stimulator wasn't working properly and that she must have the surgery all over again. It was noted that she was now back at square one with the bladder troubles and extremely frustrated and angry. "They may have to replace everything. It had become a psychological issue for me and she was afraid. It was reported that the event was attributed to the leads it was noted that the leads would be explanted. The patient device had lost efficacy. It was indicated that patient had overactive bladder, emotional changes, urinary issues and incontinence. It was indicated that the patient would not be removing the lead in the nearest future. It was later reported that patient her implant stopped working in 2008. It was indicated that she restricted her water intake which led to many urinary tract infections. The patient was requesting for financial assistance to have her device explanted. It was indicated that she had something wrong with her back and need an MRI, was at the emergence room but could not get the MRI due to the implant. A follow-up report will be sent if additional information becomes available.